Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture did not identify any specific defect on the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during patient treatment in the intensive care unit with a prismaflex m150, an external fluid leak was observed on the tubing. The user replaced the set, and a new set was used to continue with treatment. There was no patient injury or medical intervention associated with this event. No additional information available.